Event description:
It was reported that the patient was treated at the emergency room for elevated blood glucose levels.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. It was noted that the patient's infusion site was scarred. The patient contacted animas again to seek advice on how to rotate infusion sites. No conclusions can be made at this time.